Event description:
An embolectomy catheter model a4402, was being used in a thrombectomy procedure and the tip broke off in the pt. The tip was recovered and the procedure was completed with another catheter. No pt injury or complication was reported.

Event description:
An embolectomy catheter model a4402, was being used in a thrombectomy procedure and the tip broke off in the pt. The tip was recovered and the procedure was completed with another catheter. No pt injury or complication was reported.